Event description:
The customer contacted philips healthcare to report that the device displayed an error ¿service requested¿. There was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
.